Event description:
A pt service rep (psr) contacted zoll lifecor customer support on behalf of a (B)(6) female pt, to report that the pt's monitor is constantly resetting. The pt received a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem (monitor is resetting) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor. The pt received a replacement monitor.